Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve implant was successful with great hemodynamics. The procedure was done under general anesthesia and the patient never work up after the case. The patient went into a coma and an magnetic resonance imaging (MRI) revealed bilateral hemispheric stroke of an unknown origin. The family withdrew care the following day and the patient died.

Manufacturer narrative:
Corrected information: no eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.